Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified an opening on the radius and red particles on the shell and gel. The device was noted to be underweight. Under microscopic analysis one curved, sharp-edged opening on the radius of the device was observed, which was assessed as unidentified tear opening. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.